Manufacturer narrative:
(B)(4). Device evaluation summary: one empty opened box and two unopened samples of product w529, lot llm136 were returned for analysis. The complaint sample was not received for evaluation. During the visual inspection of two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage suture was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 6 device issues captured in reports 2210968-2019-82656, 2210968-2019-82657, 2210968-2019-82659, 2210968-2019-82660, and 2210968-2019-82661. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the sutures noted to be fragile during use? Yes. Did sutures actually break? Yes. Specific number of sutures that broke in this single procedure. Approx. 6-7 sachets. How was case completed? Open new sachets. Any adverse patient consequences and what medical/surgical intervention was provided to manage them? No. The following medwatch reports are related for this patient procedure: 2210968-2019-82656, 2210968-2019-82657, 2210968-2019-82658, 2210968-2019-82659, 2210968-2019-82660, and 2210968-2019-82661

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture was fragile and broke. Another like device was used to complete the procedure. There were no adverse consequences. No additional information was provided.